Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced a constant tone of insulin pump during normal use and was not able to clear even after troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a flashing white lcd display with a constant beeping audio alarm anomaly due to a cracked lcd controller. Unable to perform the displacement, rewind, seating or basic occlusion tests due to a flashing white lcd display. Unable to verify the audio/beep anomaly due to the flashing white lcd. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.